Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call, the insulin pump had been alarming no delivery which caused the customer to experience high blood glucose of 600 mg/dl, current was 271 mg/dl. Customer's symptoms were confusion, slurred speech, and couldn't think clearly. She treated with insulin pump and manual injections. Troubleshooting was performed however customer declined to check for air bubbles, leaks, incorrect setting, possible site or insulin issues. Customer didn't have tubing clamp so high pressure test wasn't performed. Tubing clamp was sent to the customer. The insulin pump is not being returned for analysis.